Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Based on information obtained, the ipg pocket site was relocated 3 to 4 inches to the right in her lower flank. No new products were explanted or implanted. Effective therapy was established post-operatively. The pain has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at ipg site. As a result, surgical intervention may occur.